Event description:
A wilson-cook zilver expandable metal biliary stent (unknown size) was placed in the patient's biliary duct. The patient returned with suspected stent blockage. During follow-up examination, the physician indicated part of the stent had fragmented and detached. The location of the detached portion is unknown, but suspected to have passed naturally through the tract. A plastic stent was placed to facilitate drainage. The patient was reported to be in stable condition.